Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer performed a correction bolus using the pump and addressed other potential obstructions under guidance from technical support. Technical support instructed the customer to clean the speaker holes, remove and reconnect the cartridge, and to wait before resuming insulin. After following these instructions, the customer was able to resume insulin, and the issue did not recur. The pump resumed normal operation, and the customer received tips for preventing altitude alarms in the future.